Manufacturer narrative:
(B)(6). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an endovascular treatment, it was reported that the saber balloon catheter was inserted and inflated at the lesion, however, it ruptured at approximately eight atoshere after a guidewire crossed the lesion. There was no patient injury. The saber balloon was replaced with a new unknown same size balloon catheter and the procedure was completed successfully. The lesion was the superficial femoral artery.

Manufacturer narrative:
Additional information was received and description of event was updated accordingly. See first section below. During an endovascular treatment, it was reported that the 5x200mm 155cm saber rx balloon catheter (bc) was inserted and inflated at the superficial femoral artery (sfa), however, it ruptured at approximately eight (8) atmospheres (atm) after a guidewire crossed the lesion. The saber balloon was replaced with a new unknown balloon catheter of the same size and the procedure was completed successfully. There was no patient injury. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There was no difficulty inflating the balloon during prep. There were no kinks or other damages noted prior to inserting the product the product into the patient. A non-cordis indeflator was used in this procedure and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. A non-sterile saber rx5mm20cm155 was received coiled inside of a clear plastic bag. The product was unpacked to do a first visual inspection without any optical magnifying device. The balloon was received without signs of inflation. During visual inspection, no damages or anomalies were observed on the returned device. A functional test was performed according to the procedure. The inflator/deflator device was attached to the hub. The balloon inflation test was done by applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of the device, which is 8 atm. The balloon inflated as expected with no leakage detected. The balloon¿s inflation pressure remained steady. A device history record (DHR) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the received device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, concomitant device factors and/or procedural/handling factors may have contributed to this issue experienced by the customer as evidence by no leakage noted during inflation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.